Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that two anchors fractured during a rotator cuff repair surgery on (B)(6) 2019. The tips of the fractured anchors remained in the patient.

Event description:
It was reported that two anchors fractured during a rotator cuff repair surgery on (B)(6) 2019. The tips of the fractured anchors remained in the patient.

Manufacturer narrative:
Reference : (B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. One inserter was returned for evaluation. The remaining devices were not returned. The inserter was evaluated by cayenne engineering. Upon evaluation, complaint was not verified. Device history record was reviewed, and no ncrs or deviations were reported. Based on the condition of the device, the exact root cause of this event can not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.